Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2015. An ent surgeon had removed a small sebaceous cyst that had developed in the right ear canal and unintentionally perforated the patient's endaural wall exposing the fossa component. A polyp started growing near the perforation. The implanting tmj surgeon removed the polyp, repaired the perforation with a temporalis muscle flap, and debrided the immediate area. In order to repair and debride the joint, the surgeon had to remove the right fossa component. At the time of the explant surgery, the surgeon noted that the fossa component was stable and well-integrated. The surgeon is planning to place a revision fossa component at a later date.

Event description:
The patient's right fossa component was removed in order to repair a perforation in the endural wall.